Manufacturer narrative:
Another contact info: (B)(6) due to characterization limit e1 event site name: (B)(6) the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that balloon catheter experienced gas loss. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to user error or damage or one or more of the following probable causes causes of gas loss in iab circuit 1 loose connections between luers and connectors 2 off label use.

Event description:
N/a.